Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was able to resume insulin therapy with original cartridge.